Manufacturer narrative:
(B)(4). Lockout. The analysis results of the found that it was returned empty and with the lock out mechanism broken as it was fired through. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "jammed" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a single site laparoscopic cholecystectomy procedure, the device jammed and all the clips were used up outside of the patient in an attempt to get the device to work. Another device was used to complete the procedure. No adverse consequences reported.